Manufacturer narrative:
Evaluation: the device was returned in a used condition. An examination found the tip separated, approximately 4mm from the bond site. We can advise that in the past, we have seen this type of damage occur as the result of degradation due to environmental conditions.

Event description:
During normal angiography procedure for a kidney tae, the distal tip separated during the attempt to rotate the catheter in the aorta artery. Information provided on 08/06/2007, stated the distal tip broke remaining in the patient. The separated tip was removed via angiography.